Event description:
Staff alleged that the head section will not raise. There was no reported injury or incident.

Manufacturer narrative:
Bed found in bed shop. Staff alleges the head section will not raise. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.